Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after not announcing a prior meal; a fingerstick confirmed blood glucose of 53 mg/dl, and the device subsequently delivered corrective insulin leading to a low. Symptoms included low blood glucose that improved after treatment. Outcomes included self-treatment with oral carbohydrates and recovery of blood glucose to 70 mg/dl without emergency care or hospitalization. Investigation included customer interview and troubleshooting education regarding meal announcements and appropriate treatment of lows, including advice not to announce carbohydrates used to treat hypoglycemia as a meal. Investigation of this case revealed user management factors, specifically a missed meal announcement preceding the low. It was concluded that the event was related to user handling with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.